Manufacturer narrative:
Patient identifier - not provide on mw5073474 maude database search. Age and date of birth - not provided on mw5073474 maude database search. Sex - not provided on mw5073474 maude database search. Weight -not provided on mw5073474 maude database search. Ethnicity - not provided on mw5073474 maude database search. Race - not provided on mw5073474 maude database search. Catalog number: unknown. Expiration date - unknown due to unknown product code. UDI - unknown due to unknown lot number. Implanted date: unknown due to the date of event being unknown. Explanted date: device was not explanted. Not provided on mw5073474 maude database search. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With limited product information, a meaningful review of the device history record and compliant files could not be conducted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
A search in the maude database was conducted and found mw5073474: the user facility reported the following event. During a procedure, the glide wire coating fractured and was unable to advance the catheter, so the wire was removed. Fracture noted to coating. A new wire was used. There were no adverse effects noted. All pieces of the coating were accounted for after the procedure. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.